Manufacturer narrative:
H11: review of this MDR and information received shows that there is no information to reasonably suggest that the leads in this report may have caused or contributed to a death or serious injury or that the leads in this report have malfunctioned. Therefore, the leads involved in this event do not meet the reporting requirement. H.6. Codes have been updated to reflect the information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported their therapy was not working and they had their ins removed and were inquiring as to external component donation/disposal; agent provided information. Patient reported they removed the ins on (B)(6) 2023 and left the leads in. Agent left vm to collect event date and hcp.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018: product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 31-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.